Manufacturer narrative:
Infection occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The international affiliate reports the following two possible devices and batch numbers: product code pdp880g, batch bak066; product code xwpdp1936t, batch bk6464,

Event description:
It was reported that a patient underwent a laparotomy procedure on an unknown date. The patient developed a wound infection. Additional information has been requested.